Event description:
It was reported that the patient experienced no stimulation sensation. There was no accident or incident related to this event. After troubleshooting the patient was able to turn stimulation on and up to a level that was comfortable. Additional information received reported that the device was reprogrammed, and the patient programmer was replaced. The patient underwent surgery to resolve the issue. The patient continued to have problems with the implanted system.